Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that the customer experienced hyperglycemia. The customer experienced blood glucose levels ranging from over 200 mg/dl to 400 mg/dl at the time of incident. The customer was treated with insulin pump for high blood glucose. Customer did not mention any symptoms related to high blood glucose. Auto mode was not mentioned if was in use at the time of incident. Customer declined to troubleshooting for a high blood glucose. The device will not be returned for analysis.